Event description:
It was reported that the pump was noted to have intermittent charging issues and could not be charged properly despite the customer attempting multiple cables and power sources. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.